Event description:
It was reported that on (B)(6) 2021, during a procedure, when attempting to insert a 2.7 va locking screw, the surgeon was unable to get the screw engage into the plate. The locking screw was accepted, and more screws were put in and the surgery was successfully completed. There was no surgical delay. There were no patient consequences noted. This report involves one (1) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 60mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional device product codes: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.